Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on patient's backside, as well as the patient is using cgm system while pregnant. The patient is using cgm system while pregnant. No additional event or patient information is available. The dexcom g5 mobile continuous glucose monitoring system states: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly. As well as the dexcom g5 mobile continuous glucose monitoring system states: the dexcom g5 mobile cgm system was not evaluated for the following persons: pregnant women, persons on dialysis. The system's accuracy hasn't been tested in people falling into these groups and sensor glucose readings may be inaccurate, resulting in missing a severe low or high event. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. However, a root cause for the reported inaccuracy cannot be determined.